Manufacturer narrative:
It was clarified that the repeat result of 2053 iu/ml on c 501 analyzer with serial number (B)(4) at 10:50 a.m. Was a dilution result performed by the instrument. An additional repeat result of 552 iu/ml was provided that was rerun after the result of 581 iu/ml on c 501 analyzer with serial number (B)(4). Both of these results were performed by instrument dilution.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for aslot tina-quant antistreptolysin o (aslot). The erroneous results were between 2 c 501 analyzers. It is not known if erroneous results were reported outside of the laboratory. It is not known which results were considered to be correct. This medwatch will cover c 501 analyzer with serial number (B)(4). Refer to medwatch with (B)(6) for information on c 501 analyzer with serial number (B)(4). The initial aslot result from c 501 analyzer with serial number (B)(4) at 9:20 a.m. Was >600 iu/ml. The instrument performed an auto dilution resulting in 2088 iu/ml. The sample was repeated on c 501 analyzer with serial number (B)(4) and the result was 581 iu/ml. This result was reported to the patient. The sample was repeated again on c 501 analyzer with serial number (B)(4) at 10:50 a.m. And the result was 2053 iu/ml. It is not clear if this result was performed with dilution by the instrument automatically or by the customer manually. No adverse event occurred. The aslot reagent lot number is 125020. The expiration date was not provided. The same reagent lot is being used on both analyzers. The investigation noted that the measuring range for aslot is 20-600 iu/ml and the expected value for adults is up to 200 iu/ml. The investigation also noted that the difference in results between the 2 analyzers may be due to different unknown issues of each analyzer. It was suggested that the result of 581 iu/ml from the c501 analyzer with serial number (B)(4) could have been caused by an insufficient amount of sample being pipetted.

Manufacturer narrative:
Based on a review of the alarm traces for both analyzers, no issues were identified. Based on the information available for investigation, a specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer stated they have been doing manual dilutions in parallel to the instrument dilutions to check performance. All results have corresponded. The customer has stopped the parallel testing and believes this is a single sample related incident.